Manufacturer narrative:
Date of event: exact date unknown, event occurred some time since the revision on (B)(6) 2021.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to ipg migration. The patient underwent a revision procedure wherein the pocket was deepened and the ipg was sutured in place. The patient was doing well post-operatively. Nothing was explanted or added.